Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the original complaint was unable to be duplicated. All the keypad buttons were responsive. The keypad cover was fully intact and there was no contamination found under the key contacts. Unrelated to the original complaint, the battery case was cracked on the left side of the grip pad. The bolus button was unresponsive but all the other keys were responsive. There was moisture found in multiple locations in the pump and there was corrosion found on the keypad flex and bolus button pins.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4)2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.